Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed assessed as unidentified (tear) opening. (Shell thickness was within specification). Seroma late: unable to observe as it is not related to the device. Anxiety ¿ product/procedure: unable to observe as it is not related to the device. Cyst: unable to observe as it is not related to the device. As per the investigation procedure, particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side seroma and implant exchange due to the patient's concern with the product. Healthcare professional additionally reported rupture. Device has been explanted and replaced.

Event description:
Healthcare professional additionally reported rupture. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b,h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported right side seroma and implant exchange due to the patient's concern with the product. The device remains implanted.

Event description:
Healthcare professional reported, right side seroma. And implant exchange, due to the patient's concern with the product. Healthcare professional, additionally reported, rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed. Assessed, unidentified (tear) opening (shell thickness was within specification). Anxiety-product/procedure: unable to observe, as it is not related to the device. Seroma-late: unable to observe, as it is not related to the device. No other observations observed. No further actions are required, as no manufacturing issues are observed.